Event description:
It was reported that this device exhibited noisy minute ventilation (mv) sensor signals from a competitor's right atrial (ra) lead that were over-sensed. Boston scientific technical services were contacted and provided programming options as well as recommended thorough ra lead integrity testing to exclude ra lead impairment. The physician will perform the recommended lead integrity testing at the next regular follow-up appointment. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.